Event description:
It was reported that two leads were attempted to be implanted in the right ventricle but the helixes were not able to be extended or retracted. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; blood present in/on the helix mechanism; inner tubing was found kinked/buckled; full lead analyzed. (B)(4) helix disengaged from helical channel; blood present in/on the helix mechanism; inner tubing was found kinked/buckled; full lead analyzed.